Event description:
It was reported to baxter (B)(4) that one (1) infusor lv5 device had underinfused during patient use. According to the report, the patient was sent home with the infusor ready to deliver the medication and two days later, the patient returned to the facility with the infusor still filled with drug and no treatment administrated. There is no report of patient injury or medical intervention. Treatment was provided to the patient using a different infusor with no subsequent problems reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the sample was not returned to baxter for evaluation. Therefore, the reported condition of underinfusion could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.